Event description:
It was reported that the peg grill was broken during drilling. The tip of the drill was remained in the bone, and then it was removed.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the peg grill was broken during drilling. The tip of the drill was remained in the bone, and then it was removed.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.